Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has had no delivery and several motor error alarms. The blood glucose reading was 316 mg/dl. The history showed that the insulin pump alarmed motor position encoder error. There were no significant events prior to the alarms. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plans.